Event description:
It was reported that the customer had high blood glucose levels up to 418 mg/dl. Customer had diabetic ketoacidosis a week ago. Customer has been experiencing high blood glucose levels. Customer ran a manual prime and the insulin exited the tubing. Time and date settings were a few minutes off. Pump passed the priming and high pressure tests. Customer was advised to contact their health care professional. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.